Event description:
It was reported that the customer was hospitalized for high blood glucose levels and symptoms of diabetic ketoacidosis. The customer was not feeling well at the time of call, therefore, no troubleshooting was performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.